Event description:
The fe reported a loss of communication between the workstation and the c-arm. This would result in a loss of imaging functionality, possibly leading to a delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.